Event description:
Patient reported a right side "extreme pain, discomfort," later reported rupture. Patient later reported a right side reported "sores on skin", autoimmune issues, memory loss, arm pain, head pain, side pain, fever, "breathing problem" and "foggy after surgery" (not device related). Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: not observed. ¿ fever: unable to observe since it is not related to the device. ¿ skin rash/dermatitis: unable to observe since it is not related to the device. ¿ other-medical-ndr: not applicable as the event is not related to the device. ¿ headache-ndr: not applicable as the event is not related to the device. ¿ dyspnea-ndr: not applicable as the event is not related to the device. ¿ pain-ndr: not applicable as the event is not related to the device. ¿ autoimmune/connective tissue-symptoms of- ndr: not applicable as the event is not related to the device. Additional observations: ¿ deformation is observed. ¿ crease is observed. ¿ wear abrasion is observed. ¿ observed 40 mm dark patch edge material inside gel device. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a right side "extreme pain, discomfort," later reported rupture. Device remains implanted.

Event description:
Patient later reported a right side reported "sores on skin", autoimmune issues, memory loss, arm pain, head pain, side pain, fever, "breathing problem" and "foggy after surgery" (not device related). Device has been explanted.